Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked buckled. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. Visual analysis noted that the lead was damaged at implant. The lead was returned with the helix fully extended with blood and tissue on it. The lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly. The cut insulation can cause impedance issue when the lead was damaged at implant.

Event description:
It was reported that two days post implant, the impedance and pacing thresholds had risen and the patient experienced a "burning pain" under the right breast. An attempt was made to reposition the lead but the helix was difficult to retract. After repositioning, it took over twenty turns to extend the helix and the electrical numbers eventually deteriorated. The lead was explanted and, upon inspection, it was noted that the helix on the lead was full of compressed tissue. Another lead was implanted. No further patient complications have been reported as a result of this event.